Event description:
Facility reported that 5 mins after the start of hemodialysis treatment the pt experienced swelling of the eyelids, lips and had laryngeal edema. The pt was given solu-cortef 100mg IV as ordered by the dr. The pt's blood was not returned. The pt voiced that she did not feel any change. Her throat remained tight but she was not in any respiratory distress. The pt was then given solu-medrol 125mg IV and then benadryl 25 mg IV. The pt stated that she felt better. The pt's treatment was stopped and her blood was returned. The pt was discharged home with instructions to call the clinic if the symptoms reoccur. The pt stated prior to being discharged that she had eaten unwashed grapes. The unit believes that the pt had either a dialyzer reaction, insecticide reaction or a reaction to hapten.